Manufacturer narrative:
This report is being sent as follow-up no. 1 to correct section d4 UDI and to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential harm postoperatively. The exact root cause cannot be determined. The likely cause was determined to have been not following the recommended postoperative guidance resulting in an issue postoperatively. The device history review (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the patient had a hematoma/pseudoaneurysm a day or two after insertion.

Manufacturer narrative:
D6a: implanted date: unknown due to the date of event being unknown. D6b: explanted date: unknown if the device was explanted. E3: occupation: supervisor the actual device was not available; therefore, the actual device will not be returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.